Manufacturer narrative:
H6: screw remains inserted, hence there is an update in eval. Code method, patient code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw using drivers for an unknown spinal indication. It was reported that screw stripped during the final tightening. Even though the set screw was replaced, the event did not change. It was said that the shape of the drivers might be a problem. Procedure performed was tightening by hand with another 3605772 driver. The event was associated with a patient. There were no patient symptoms or complications as a result of the event. The pre-op diagnosis was a cervical spine injury. There was no delay in overall procedure time/ revision surgery/ in-patient or prolongation of existing hospitalization/ treatment or additional surgery performed as a result of this event. No health damage in the patient was reported. The products will not be replaced by medtronic products. Additional information was received. It was reported that it is probable that there was contact with the patient because it occurred at the final conclusion during the operation. At least it is an event that occurred in the surgical field. Fusion range was c2/c7. The set screw stripped at two places. 2 units of driver were used, the driver was rotated and was inserted properly and carefully into set screw, but it stripped both. Screw stripping occurred due to the shape of the driver. The event occurred two times. Procedure used in surgery was posterior cervical fusion. Levels implanted were c2-7. At the time of final tightening, patient came contact with the screw. No further complications were reported/ anticipated.